Event description:
It was reported that pump battery charge dropped 30 percent in a short period of time earlier in the day, but pump did not shut down unexpectedly. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was informed that issue was due to known battery gauge fluctuation, received guidance on updating pump software and on ways to prevent recurrence until update could be completed, and confirmed understanding of instructions.

Manufacturer narrative:
In use at the time of the event:cgm model: g6mobile os: ios / ios_iphone 13 / 2.4.2 / ios_16.6.